Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the full lead was returned and analyzed. No anomalies were found however, the distal conductor contained blood/ body fluid, but was not obstructed.

Event description:
It was reported that during the implant procedure, a guidewire was intermittently unable to pass thru the tip of the lead. There was difficulty positioning the lead. The lead was not implanted. No patient complications have been reported as a result of this event.